Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced cartridge issue. The customer resolved issue by a supply change. The customer¿s blood glucose level was 250 - 420 mg/dl.